Event description:
Rn of a home patient reported 1 incident of minicap falling off the pt's transfer set. Per rn, a tubing change was performed with no antibiotics administered. Per rn, no patient injury was associated with this incident.